Event description:
The user facility indicates this event may have been due to a malfunction of the injector system used with the lens. Confirmation has been received that the injector system was not mfg by alcon.